Manufacturer narrative:
D02-intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wires insulation at the distal end. The conductor wire was exposed as a result. The missing fragments were not returned. The instrument failed the electrical continuity test. No signs of thermal damage observed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was noted to be defective. The procedure was completed with no reported injury.